Event description:
The reporting facility described and event involving the placement of the ins-5010 lumbar catheter. When removing the tuohy needle, the tip was sheared off the catheter. Approx a 1cm piece remained in the pt. A neurologist was consulted who removed the piece of catheter. No injury to the pt occurred as a result of the event. The anesthesiologist realized the event was a result of user error after reviewing the directions for use. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the report incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.